Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Sex/gender: unknown/ not provided. Date of event: unknown, not provided. If implanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that sensar monofocal intraocular lens, model ar40e had a short, sharp haptic that punctured the bag after implanting the lens. Additional information was received, and it was learnt that the lens was removed and replaced with another lens of the same model and diopter. The replacement lens was placed in the sulcus. There was no vitreous noted. Patient had 20/25 +2 visual acuity. There was no patient injury. No further information provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 3/20/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using microscope magnification was performed. The ar40e was observed under microscope and residues of viscoelastic were observed at the lens. The lens was cut in half, the condition observed is consistent with a lens that has been explanted. The lens was observed with the haptic detached. The reported issues were not verified. It could not be determined if the condition observed is related to manufacturing process as the reported device was handling in a surgical procedure. Based on the product returned evaluation a product quality deficiency or product malfunction could not be determined. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no other complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.